Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the patient never had therapeutic effect and had back pain around the neurostimulator site. She felt uncomfortable when the device settings were increased. She was re-directed to her healthcare professional. The healthcare professional did not attribute the event to the device. The patient was reprogrammed multiple times in (B) (6) 2009 which gave the patient improvement for a day or so then she experienced a decrease in therapeutic effect. Impedance measurements showed >4000 ohms on electrode combinations 0-1, 0-2, and 0-3 and indicated a possible fractured lead. The patient was still undergoing the therapy. A revision may be performed in the future.